Event description:
It was reported that this implantable pacemaker exhibited r wave oversensing on the atrial channel. The customer inquired about the appropriateness of the atrial preference pacing/pro-atrial control settings for the patient in question. The pacing rate was set at 100 beats per minute (bpm). It was observed that the atrial sensing was overly sensitive, leading to r wave oversensing during the blanking and refractory periods, which were occasionally misinterpreted as premature atrial contractions (pac). Furthermore, p wave amplitudes exceeded 10mv (millivolts). Technical services (ts) recommended adjusting the right atrial (ra) sensitivity settings. The device remains implanted, and no adverse patient effects were reported.